Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the lead exhibited high threshold, and encountered fixation difficulties.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated during the implant the ideal position was not found. The lv lead was removed and damage reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the lead was "reset" re-positioned. The lv lead was removed and not implanted. No patient complications have been reported as a result of this event.